Event description:
It was reported that the patient received inappropriate therapy due to noise on the ventricular electrogram. It was further reported that a lead integrity alert was triggered, oversensing was noted and there was a rising impedance. The lead was inactivated and the current status of the lead is unknown. No further patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Additional information received reported that no lead replacement was performed as the family decided to discontinue therapy. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.